Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. However, the customer was unable to any further patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power multiple times. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device power cycled multiple times during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported.